Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery module did not function as expected. A question mark appeared on the sweep gas and the fi02 display. The user used the manual control of the gas delivery system to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.